Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do you have the lot number and serial number (if applicable)? (B)(4). Was the device explanted as scheduled (B)(6) 2022? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? No. If yes, what diagnostic testing was completed? N/a. Can you share the results of the diagnostic tests? N/a. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? That¿s all I have. Thanks so much. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? Regular sizing strategy. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Don¿t know. Were there any intra-operative complications during implant? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device, originally implanted for gerd, will be explanted due to dysphagia and vomiting.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do you have the lot number and serial number (if applicable)? (B)(4). Was the device explanted as scheduled (B)(6) 2022? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? No. If yes, what diagnostic testing was completed? N/a. Can you share the results of the diagnostic tests? N/a. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? That¿s all I have. Thanks so much. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? Regular sizing strategy. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Don¿t know. Were there any intra-operative complications during implant? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device, originally implanted for gerd, will be explanted due to dysphagia and vomiting.

Manufacturer narrative:
(B)(4). Date sent; 4/1/2022. Additional information was requested, and the following was obtained: the device that was returned was returned with a visible weld ball. Due to this issue, please answer the below questions: when did the symptoms of difficult swallowing and vomiting begin? Don¿t know. Are there any x-rays of the device, while in the patient, that you can share with us? No. If yes please send them to productcomplaint1@its.jnj.com. Did the patient undergo an MRI since device implant? Not sure if so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Not sure. Was any additional imaging performed since device implant? Not sure. Does the device appear to be in a continuous annular state in these images? N/a.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. Investigation summary: a 13-bead linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case through-hole at the separation was measured which was greater than the specifications. The male bead case through-hole was slightly nonconcentric. The overall appearance of the surface of the male bead case didn¿t exhibit gross loss of shape. The top view of the exposed weld ball diameter was measured which is within specification. A divot was observed on the weld ball which is a typical feature and is a result of the weld ball forming process. The interference between the male bead case through-hole and the exposed weld ball diameters was 0.000,6". A manufacturing record evaluation was performed for the finished device batch number 24040, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the device that was returned was returned with a visible weld ball. Due to this issue, please answer the below questions: when did the symptoms of difficult swallowing and vomiting begin? Are there any x-rays of the device, while in the patient, that you can share with us? If yes please send them to productcomplaint1@its.jnj.com did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images.